Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an unknown urological procedure on (B)(6) 2016 and suture was used. It was noted during the procedure that the shape of the both needles at both ends of the suture should be 3/8 circle, one of them was 1/2 circle. There were no adverse consequences to the patient. No additional information is available.

Manufacturer narrative:
Additional information was requested and the following was obtained: though the shape of the both 2 needles at the both ends of the suture should be 3/8 circle, one of them was 5/8 circle.